Manufacturer narrative:
No conclusion can be drawn as repair info is unavailable.

Event description:
The customer reported that the images were unstable to a point in which they were not usable. There is no report of injury of death associated with the event described in this complaint.